Event description:
Per provider, signed for not damage. The mattress provider may need to contact the mattress dealer all mattresses made and shipped from the manufacturer's location are manufactured to customers specifications, quality inspected and in good condition when shipped out.